Event description:
The initial reporter alleged high patient recovery and false-positive results with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk. The first instance involved a patient sample tested on (B)(6) 2021. The initial result was 1.92 (reactive). A first rerun on the primary tube yielded 0.308 (non-reactive), and a second rerun from a hitachi cup yielded 0.310 (non-reactive). The second instance involved another patient sample drawn and tested on (B)(6) 2021. The initial result was 1.24 (reactive). A first rerun on the primary tube yielded 0.355 (non-reactive), and a second rerun yielded 0.332 (non-reactive).

Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the issue was resolved by replacing the hbsag ii reagent pack and a block within the analyzer. The customer reported no further issues after switching to a new lot of the hbsag ii assay and using a replacement product provided for troubleshooting. The investigation did not identify a product performance issue with the hbsag ii assay itself. The device remains in operation at the customer site, and the case has been closed. A definitive root cause for the initial false-positive results could not be determined based on the available information.